Event description:
The surgeon was priming the device for use. A leak was discovered. The device would not hold the liquid. The device was removed from use and another device was obtained for the procedure.